Event description:
The caregiver stated the mattress is sinking in seat section, and the patient has now developed stage two bed sore. The patient stated he always feels like he is in a sink hole while in the bed and the pressure does not change when he moves.

Manufacturer narrative:
The technician found no service codes present on the bed. He tested the mattress surface by lying on the bed to check the pressure adjustment. The mattress adjusted correctly. The micro climate was also working correctly. The technician found no problems with the bed.